Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd veo¿ insulin syringe with bd ultra-fine 6mm needle had a hole in the barrel. The following was reported, "material no. 324911, batch no. 8141517. It was reported that there was a hole in the barrel of the syringe. Verbatim: consumer reported that a piece of the syringe barrel is missing, syringe was in a sealed poly bag. Consumer noticed the hole at the top of barrel when she was about to draw the insulin. Problem occurred on (B)(6) 2019. Lot # 8141517, product # 324911, exp 06-30-2023. Sending mail kit and product voucher."

Manufacturer narrative:
Investigation: customer returned (1) loose 0.5ml, 6mm, 31g bd insulin syringe. Consumer reported that a piece of the syringe barrel is missing. The returned syringe was examined and exhibited a broken barrel, thus confirming the alleged defect. A review of the device history record was completed for batch# 8141517. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200761061, 200761699] noted that did not pertain to the complaint. There was one (1) notification [200761724] noted for damaged tips. Probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly.

Event description:
It was reported that a bd veo¿ insulin syringe with bd ultra-fine 6mm needle had a hole in the barrel. The following was reported, "material no. 324911 batch no. 8141517. It was reported that there was a hole in the barrel of the syringe. Verbatim: consumer reported that a piece of the syringe barrel is missing, syringe was in a sealed poly bag. Consumer noticed the hole at the top of barrel when she was about to draw the insulin. Problem occurred on 03-14-19. Lot # 8141517, product # 324911, exp 06-30-2023. Sending mail kit and product voucher."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8141517. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for damaged tips. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a bd veo¿ insulin syringe with bd ultra-fine 6mm needle had a hole in the barrel. The following was reported, "material no. 324911 batch no. 8141517 it was reported that there was a hole in the barrel of the syringe. Verbatim: consumer reported that a piece of the syringe barrel is missing, syringe was in a sealed poly bag. Consumer noticed the hole at the top of barrel when she was about to draw the insulin. Problem occurred on 03-14-19. Lot # 8141517, product # 324911, exp 06-30-2023. Sending mail kit and product voucher."